Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Fiber card analysis for fiber (B)(4): use date: (B)(6) 2016. Use time: 11:37:10 pm. Joules use: 44,680 joules. The fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 44,681 joules of use and 9:29 minutes, "fiber damaged at tip" was observed. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed utilizing a second fiber at 300,341 joules of use. Patient outcome: "no injury". There was no injury to patient reported.